Manufacturer narrative:
Patient complaint of periodic shocking sensation at pocket area. Patient has decided to live with sensation until sensation becomes intolerable; no further action to be taken at this time.

Event description:
Shocking sensation at pocket site.